Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system would not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system would not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. The technical support specialist (tss) dialed into the station via remote smart service (rss) and confirmed the station was online in rss. The tss verified that the station time was current, and it was not marked as out of service. Synchronization status was confirmed, but no icons were displayed on the station. The tss was unable to connect with the customer. The customer later confirmed that the affected station was functioning properly. The system functioned as intended after the technical support specialist verified the issue.